Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus south korea, there was the possibility that this phenomenon was attributed to the physical stress or the chemical stress, the poor condition of the storage cabinet, such as environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet, in the user facility, or the aging deterioration due to the long-term use, and so on.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was a gap on adhesive of the distal end of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.